Event description:
It was reported that when sound is present, the pt reports that he has an acoustic perception which he describes as static that overlays the intended signal. No changes in audiological thresholds have been observed. The patient denies any recent trauma. Info received from the patient's audiologist stated that the patient's device has been re-crimped, the surgery was carried out on march 31, under general anesthesia. Sound quality appears to have improved and patient is satisfied with the results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.